Manufacturer narrative:
Method and conclusion codes updated following the analysis after surgery. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not charge the ipg for a year and a half and as a result, the ipg is inoperable. Troubleshooting steps were taken but the ipg would not communicate. As a result, surgical intervention may take place.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.